Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor displayed service code 105 - pulse test relay stuck, service code 204 - monitor/belt unusable, and the flags showed that the monitor reset after delivering a pulse during distributor functionality testing. The cause for the failures was a defective u600 component on the computer/analog board and shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the defective u600 component and igbts could not be positively identified. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming functional testing.